Event description:
Reporter alleged blood glucose results measured hi, 199, & 517mg/dl when all tests were performed back to back 3 minutes apart on the advantage system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 549502 with an expiration date of 01-31-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.